Event description:
A report was received indicating the customer experienced issues with a cartridge error in their pump. It remains unknown whether this issue impacted the customer's blood glucose levels adversely. There was no additional follow-up or corrective actions reported, and no further details were available from technical support.